Event description:
It was reported that the patient experienced a cardiac tamponade. During an ablation procedure to treat atrial fibrillation, an intellamap orion catheter was selected for use. The procedure was terminated midway due to the occurrence of cardiac tamponade. Left atrial (la) mapping could not be performed after brockenbrough. The device was discarded and therefore will not be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.